Manufacturer narrative:
Additional narrative: brand name, common device name, manufacturer name, city and state, model #, PMA-510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device evaluaton: complainant part is not expected to be returned for manufacturer review/investigation lot # and MFR site: the lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Device evaluated by MFR, device manufature date: without a lot number the device history records review could not be completed. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: yang, j. Et al (2021), comparison of femoral neck system and inverted triangle cannulated screws fixations in treatment of pauwels typle iii femoral neck fractures, chinese journal of reparative and reconstructive surgery, vol. 35 (9), pages 1111-1118 (china). The aim of this retrospective study was to compare the effectiveness of the femoral neck system (fns) and inverted triangle cannulated screws (itcs) for the treatment of pauwels type iii femoral neck fractures. Between may 2019 and november 2020, a total of 59 patients were included in the study. They were divided into the fns group (28 patients; 17 male and 11 female; mean age of 51 (45, 56) years) and the itcs group (31 patients; 17 male and 14 female; mean age of 49 (39, 51) years) according to different internal fixation techniques. Surgery in the fns group was performed using femoral neck system designed by the ao hip fracture research and development center. Patients in both groups were followed up 3-14 months. The following complications were reported as follows: 1 patient with fair haidukewych score had a varus malunion occurred due to the existence of a third bone mass below the femoral calcar and lack of support after the reduction. 2 patients had deep vein thrombosis which were cured after symptomatic treatments. 7.1% had postoperative complications. 17 patients had mild degree of femoral neck shortening. 9 patients had medium degree of femoral neck shortening. 2 patients had heavy degree of femoral neck shortening. This report is for an unknown synthes femoral neck system.